Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. After the alarm, the customer would changed the supplies to the pump. The customer's blood glucose level was in the 200 mg/dl range and reached as high as 375 mg/dl. As the alarms had occurred in the past, tandem technical support was unable to perform a system check with the customer to determine a possible cause of the occlusions.